Event description:
Overdelivery reported. The pump was in home care use to infuse 1944ml of a tpn solution over 11 hours with a one hour taper up and a two hour taper down period. The pt reports that the infusion was started at 9pm and at 5:30am the IV container was empty. This occurred approx 5.5 hours earlier than expected. Blood had started to backup the pt IV access line. The pt flushed the line and it remained patent. He did not experience any adverse effects. No additional info was available.